Event description:
It was reported that balloon rupture occurred. The target lesion was located in severely calcified vessel. A 4.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. The balloon was inflated two times at 16 atmospheres each for 20 seconds; however, during the second inflation, the balloon ruptured. The device was removed without problem and the procedure was completed with another of same device. There were no patient complications reported and the patient status was good.

Manufacturer narrative:
Initial reporter address 1: (B)(6).